Manufacturer narrative:
D10: 300-30-09 - equinoxe preserve stem 9mm: (B)(6) 322-40-00 - 145-deg pe 40mm hum liner +0: (B)(6) 322-10-00 - humeral adapter tray, +0: (B)(6) 320-31-40 - glenosphere, 40mm: (B)(6) 320-15-05 - eq rev locking screw: (B)(6). 320-35-02 - small superior augment glenoid plate: (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported via a clinical study, that a patient, who had a tsa, incurred a scapular spine fracture after heavy lifting. The patient was put in a sling, and subsequently they underwent an orif of the scapular spine. The study indicated it was possibly related to the devices and definitely related to the procedure. The outcome is continuing. No further information.